Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug infusion for the event. Dianeal therapy was ongoing. At the time of this report the patient was recovered from the peritonitis event. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
On an unreported date, ¿at the end of last year¿, the patient experienced the peritonitis. (B)(4). It was reported that the patient experienced a use error/ breach in aseptic technique which resulted in the peritonitis event (previously reported as an unreported cause). The cause of the breach in aseptic technique was further described by the patient¿s doctor as ¿unclean operation and bacterial infection¿ (no further detail). Peritoneal dialysis therapy was ongoing during the treatment of the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.